Event description:
It was reported that the clinical study patient experienced a sharp pain near the location of the spinal cord stimulator (scs) implantable pulse generator (ipg), which was mild in severity. The patient was given a prescription for a pain patch. The event was resolved. The physician assessed the event as not related to procedure and a possible relationship to hardware and stimulation.

Event description:
It was reported that the clinical study patient experienced a sharp pain near the location of the spinal cord stimulator (scs) implantable pulse generator (ipg), which was mild in severity. The patient was given a prescription for a pain patch. The event was resolved. The physician assessed the event as not related to procedure and a possible relationship to hardware and stimulation. Additional information was received that the patient experienced a length dependent axonal sensory neuropathy, which was mild in severity. The patient was prescribed a prescription for a pain patch. The patient also had left sided radicular pain and a MRI was done to address the right shoulder pain. Reprogramming was performed and the event was resolved. The event was assessed as not related to procedure, and a possible relationship to hardware and stimulation. Additional information was received that the patient experienced numbness and sensory loss, which was mild in severity.

Event description:
It was reported that the clinical study patient experienced a sharp pain near the location of the spinal cord stimulator (scs) implantable pulse generator (ipg), which was mild in severity. The patient was given a prescription for a pain patch. The event was resolved. The physician assessed the event as not related to procedure and a possible relationship to hardware and stimulation. Additional information was received that the patient had left sided radicular pain and a magnetic resonance imaging (MRI) was taken for the right shoulder and electromyography (emg) was performed. The emg showed length dependent axonal sensory neuropathy. Several weeks later, the patient experienced a length dependent axonal sensory neuropathy, which was mild in severity. The patient had a MRI done to address the right shoulder pain, and the patient was prescribed a prescription for a pain patch. The event was resolved. About a month after the left sided radicular pain event, the patient experienced right sided low back pain. Reprogramming was performed and the event was resolved. The event was assessed as not related to procedure, and a possible relationship to hardware and stimulation.